Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd emerald¿ luer slip syringe with needle before use. The following information was provided by the initial reporter: "foreign material".

Event description:
It was reported that foreign matter was found in the bd emerald¿ luer slip syringe with needle before use. The following information was provided by the initial reporter: "foreign material."

Manufacturer narrative:
H.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of 1 contaminated and used samples which were in open condition from lot # 18j2272 with the reported issue of foreign substance on syringe. When we investigated the batch number 18j2272 there was no reported qn or ncp in the plant release data sheet. The returned samples showed a presence of the foreign matter on the syringe. Upon zooming the photograph on 128x foreign matter was found on the needle. Based on the location of the black foreign matter from the photo, probable cause could be at the shield loading station, there is foreign matter accumulated at the sides of the centering gripper; when the cannula centering gripper guide the cannula to prepare for shield loading, the cannula could have touched the sides of the gripper. This could have caused the foreign matter transported to the cannula. H3 other text : see h.10.